Event description:
As reported by the (B) (6) registry, the pt experienced left visual field loss the same day after implantation of a precise pro rx stent. The target vessel was located in the left proximal internal carotid artery. The lesion was described as 90% stenosed, eccentric, non-calcified, and 15mm in length. The reference vessel was 5mm in diameter, mildly tortuous with an arch type I. A 7mm angioguard rx was deployed past the target lesion. The lesion was pre-dilated with an aviator + balloon and a grade a dissection occurred. An 8 x 30mm precise pro rx stent was successfully implanted over the dissection and target lesion. The dissection was not flow-limiting. The angioguard rx was retrieved with no debris noted in the basket. Following the procedure, the pt experienced visual field loss on the left side. The event lasted greater than twenty-four hours and subsequently resolved. The pt followed up with an ophthalmologist and was diagnosed with ischemic optic neuropathy. There was no reported change with the pt's vision since being diagnosed. The investigator felt the event was not related to cordis product, but was related to the index procedure.

Manufacturer narrative:
This is one of two products used in the same pt and reported under mfg reporting numbers 9610978-2010-00104. Ischemic events are a well known potential risk associated with implanting a stent in a carotid artery. The act of post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. There is no evidence to suggest that the event is related to the design or mfg process of the device. A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint.